Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the operating room, administered preoperative IV antibiotics, and explanted the entire inspire system.